Event description:
(B)(6) medical center in (B)(6) discovered visible contamination of IV tubing containing a small black dot on the internal drip chamber of an IV tubing set from ICU medical. This tubing was not in patient use and supply inventory was being inspected after receiving a correspondence bulletin about the issue from (B)(6) department of health and human services. The tubing type was primary plum set clave port, clave y-site, secure lock, 103 inch with manufacturer number 14687-28, lot#14804605.